Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
As reported: "the implant snapped/broke and is protruding to the side of her toe and she will need a revision. Patient is very worried about going in and they have not seen any physicians yet. Patient noticed this breakage a year or two ago. Patient started noticing discomfort and protruding of implant this year. Patient followed all mobility instructions and restrictions that were provided to by the surgeon post op. Reddish inflammation around the area where protruded implant is noticeable. The toe is bent sideways towards the big toe, 2nd two from the big toe".

Event description:
As reported: "the implant snapped/broke and is protruding to the side of her toe and she will need a revision. Patient is very worried about going in and they have not seen any physicians yet. Patient noticed this breakage a year or two ago. Patient started noticing discomfort and protruding of implant this year. Patient followed all mobility instructions and restrictions that were provided to by the surgeon post op. Reddish inflammation around the area where protruded implant is noticeable. The toe is bent sideways towards the big toe, 2nd two from the big toe".

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design-related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.